Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 04/08/2009 and 05/05/2009 by mail. A completed questionnaire has not been rec'd. (B) (4), (B) (4). (B) (4).

Event description:
A user facility reported a damaged intraocular lens (iol). Pt impact is unk. Add'l info has been requested.